Event description:
It was reported via repair work order that the bed lift was drifting due to damaged nylon glides/nuts. It was also reported that the fowler will not raise or lower due to malfunction fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.